Manufacturer narrative:
(B)(4). Evaluation codes: results: (endoleak). Results/conclusions: (severe angulation, 60 degrees, short in length and conical aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 63 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently vessel morphology was reported as the aortic neck had severe angulation, 60 degrees, short in length and conical. It was reported that the pt presented at a routine f/u and there was a type I endoleak. The pt may be treated at a later date. No additional clinical sequelae were reported and the pt is fine.